Event description:
It was reported that the patient presented for a lead revision. Prior to procedure, it was noted that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.4 cm. Analysis was normal. No anomalies were found.